Event description:
One pooled patient sample with discrepant results. No adverse events reported. Repeat testing performed on second analyzer, same methodology. Initial glucose result 202 mg/dl, repeated 138 mg/dl. Initial uric acid result 0.1 mg/dl, repeated 5.6 mg/dl. Initial alkaline phosphatase result 14 u/l, repeated 74 u/l. Initial calcium result 9.2 mg/dl, repeated 10.2 mg/dl. Initial albumin result 13.8 g/dl, repeated 4.4 g/dl. Initial amylase result 1190 u/l, repeated 70 u/l. Initial ck result 61 u/l, repeated 130 u/l. The field service representative found the cause of the discrepancy to be a broken rinse nozzle which was replaced. Performance tests were performed within specification.